Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician inserted a pre-dilatation balloon, ivus catheter and a guide wire into the patient and performed intervention. The physician inserted the occlusion balloon wire into the patient and removed the guide wire from the patient. The physician inflated the occlusion balloon to occlude the vessel. The physician performed stenting and also was able to aspirate the vessel. The physician then deflated the occlusion balloon. The physician performed the ivus procedure. The physician re-inflated the occlusion balloon to occlude the vessel. The physician inserted and successfully placed a second stent. The physician started to perform aspiration on the vessel and noticed that the occlusion balloon had deflated unexpectedly. The physician removed the occlusion balloon wire and inserted another to complete the case. The case was completed without any issues. The patient is reported to be fine.